Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of death, as listed in the otw graftmaster instructions for use is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the perforation was located in the proximal left anterior descending artery (lad). The graftmaster stent was implanted. It was reported that the patient expired post procedure. The cause of death was not reported. No additional information was provided.